Event description:
In an abstract titled "comparison of percutaneous vertebroplasty and kyphoplasty in treatment of painful vertebral compression fractures", the following event was reported: "five cases of cement leakage occurred in pkp patients, but resulted in no clinical consequences. There were no other major complications encountered." No additional information was reported. Note: medtronic spine, llc does not distribute kyphon products in (B)(6). It is unknown what type of cement was used in the cases.

Manufacturer narrative:
Report source: abstract titled: "comparison of percutaneous vertebroplasty and kyphoplasty in treatment of painful vertebral compression fractures". R. Ni, l. Chen, h. Yang, b. Xu, t. Tang; first affiliated hospital of (B)(4). Method - device not returned, internal review of literature, follow-up with author.